Event description:
It was reported that on (B)(6) 2005, a non-abbott stent was implanted in the first diagonal artery. On (B)(6) 2006, a percutaneous transluminal coronary angioplasty (ptca) was performed in the first diagonal and a vision 2.75 x 28 mm stent was implanted in the mid left anterior descending artery (mlad). On (B)(6) 2008, a ptca was performed in the first diagonal artery and in the mlad. On (B)(6) 2008, the patient was hospitalized with chest pain, neck pain and shortness of breath and underwent percutaneous coronary revascularization with xience v stenting in the first diagonal artery with one 2.5 x 8 mm stent and in the mlad with one 2.75 x 28 mm stent; both lesions were restenosed, previously stented lesions. On (B)(6) 2009, the patient underwent percutaneous coronary revascularization in the proximal right coronary artery with one promus 2.5 x 18 mm stent. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the mid right coronary artery with one xience v 3.0 x 18 mm stent. On the (B)(6) 2011, the patient was hospitalized for recurrent angina and underwent coronary artery bypass grafting of the distal rca, lad (70% stenosis) and the diagonal (70% stenosis). The patient was transfused with four units of blood. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: taxus 2.5 x 12 mm, promus 2.5 x 18 mm, xience v 3.0 x 18 mm, 2.5 x 8 mm and 2.75 x 28 mm. The 2.5 x 8 mm xience v and the 2.75 x 28 mm xience v are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.